Event description:
A customer reported the cutter was not working and only vacuum was working during the cataract/vitrectomy combination procedure. The product was replaced and the procedure was completed. There was no patient harm. Additional information was received from the company representative stating the cutter was not able to cut the vitreous during the procedure.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One open probe was received. The returned sample was visually inspected and found to be non-conforming, with orange/brown foreign material in the port. The sample was then functionally tested for actuation and cut and was found to be conforming for both functional tests. A review of the device history record traceable to the lot number obtained from the device¿s rfid tag indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was found to be conforming for all functional testing associated with the reported event; therefore, a cut issue as described in the complaint was not confirmed, and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the probe was functionally conforming. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required the manufacturer internal reference number is: (B)(4).